Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
Customer reported via phone call that the buttons on the insulin pump were not working when attempting to bolus for a meal. Customer stated that replacing the batteries did not resolve the issue and that the menu screen was scrolling up and down. Customer did not recall any significant events leading to the issue. Customer's blood glucose reading at the time of the call was 126 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.